Event description:
It was reported the bronchovideoscope had a black screen. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. It was identified that the image sensor unit may have been broken, leading to the subject event. The probable cause of breakage is damage to the inner image sensor unit since a dent was observed on the insertion section. However, a definitive root cause could not be determined. A review of the device history record and historical complaint analysis was conducted, and no deviations that could have caused or contributed to the reported issue were identified. Olympus will continue to monitor the field performance of this device.